Manufacturer narrative:
The insulin pump passed functional testing. No motor error alarm. The motor passed motor test. The insulin pump was received with minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.

Event description:
It was reported that the customer had a motor error alarm on his insulin pump. The customer's blood glucose level was 232 mg/dl. Customer admitted to viewing his sensor glucose graph while delivering a bolus. It was advised that for his safety the pump would have to be replaced. Customer agreed to have the pump replaced. Customer also mentioned that the pump was not alerting him with an empty reservoir and the pump will notate it delivered 10 units when he only had 5 units in the reservoir. It was explained that since the motor error alarm is in place right now that troubleshooting may not be accurate for the absence of a no delivery alarm as the pump loses its credibility. Customer agreed to call back if this occurs again with the replacement pump. Customer was assisted with clearing the alarm. Customer stated that he was able to complete the rewind sequence. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).